Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated occlusion alerts on the ilet with a reported blood glucose of 245 mg/dl that persisted until a full supply change was performed. Delivery was confirmed only after priming 11 units to see drops, and the user reported prior minimal drops, consistent with an obstruction of flow involving the connector/coupler and an inset teflon infusion set. Symptoms included sleepiness/drowsiness associated with hyperglycemia. Outcomes included missed insulin doses and a delay to therapy due to occlusion-triggered delivery stops without hospitalization. Troubleshooting and education were completed, investigation included communication with the user and analysis of information provided. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow, aligning with a device problem affecting the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.